Manufacturer narrative:
(B)(4). Additional information requested and received: can you please provide more event details? No. Was the procedure able to be completed as planned? Yes. If so, is the current patient status known? Stable and in hospital now was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Unknown.

Event description:
It was reported that the device could not fire further. During the vats, could not fire further after fired 1/3 when severing the vein and could not return the blade. Knife reverse button and manual override lever did not work. The patient was bleeding. Used hemostatic forceps to clamp the vein,used scalpel to cut the vein and used suture to sew the vein and stop bleeding and took out the device. The patient is stable and in the hospital now.

Manufacturer narrative:
(B)(4). Batch # r5904n. Investigation summary: the analysis results found that one pse45a device was returned with the anvil bent upwards and with an ecr45m reload loaded on the device. The reload was received fully fired. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. One photo was provided; the picture shows an open jaws of a device with a grey reload loaded. The jaws can be seen damaged from the knife slot. The reload appears to be fully fired as the most distal drivers can be seen. Based on the picture alone the event described is confirmed. Please refer to device analysis for full analysis details.